Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 199 mg/dl on the guide system. The patient administered insulin based on this high value. The caller could not recall the type or amount of insulin taken. Within 15 minutes the patient began to feel weak. The firefighter's were called to the home. The first responder's received a blood glucose result of 40 mg/dl on their device. The type of treatment given was not provided. The patient was transported to the hospital. The blood glucose results and treatment provided at the hospital were not provided. The patient was admitted into the hospital for 7 hours.